Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 12 with a fault ID available. There was no adverse impact on the customer's blood glucose level. Technical support informed the caller that this issue indicated a malfunction on the pump, which had occurred at least three times. As a response, technical support arranged for the pump to be replaced and confirmed that a new one would be shipped under warranty. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The caller was also instructed on how to return the faulty pump and understood the process.